Event description:
Physician tried to wire diagonal with support from corsair pro xs. Had difficulty wiring thru calcium and disease, tried to advance corsair pro xs, but could not. Brought mongo out of body to inspect and saw the distal portian of jacket was off wire. He then used a new mongo which took a different patch which was more luminal and successful completed case.